Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components due to femoral loosening caused by patient fall. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
It is noted that surgical revisions or intervention are a known complication of total joint prothesis, related to traumatic events, such as falls or other activities. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. This device is for treatment, not diagnosis. No evaluation pending.

Event description:
This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017- 00364, 1038671-2017-00365 and 1038671-2017- 00366.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of the patient's fall, which likely disrupted the fixation or stability of the femoral component.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components due to femoral loosening caused by patient fall. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.